Event description:
Procedure: left leg arteriogram with atherectomy of the left superficial femoral and popliteal arteries. While using crosser atherectomy device, the tip of the catheter broke off, but was retrieved with aspiration as guiding catheter(usher) was removed.